Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. No parts returned for analysis.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that while preparing for a spin, the navigation system was not communicating with the imaging system. The site had green for the trackers and were able to verify from the imaging system. The site rebooted the navigation system, disconnected, and it was now able to get a green line with communication. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.